Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Head had broken off its holder, the screw at the top came loose and ended up in mouth / toothbrush head was broken [device breakage], toothbrush head not turning properly [device physical property issue], no adverse event [no adverse event]. Case description: report source: non-event spontaneous. A female consumer of unspecified age reported via e-mail on (B)(6) 2017 that within the last week, the head of the oral-b precision clean brushhead had broken off of its holder, the screw up the top came loose and ended up in her mouth. The consumer stated that her toothbrush head was not very old, only a week or so. The consumer also noted that her toothbrush head was broken and not turning properly. The consumer stated that she always purchased genuine heads. No symptoms developed. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided. On 19-may-2017 received consumer's follow-up e-mail: the consumer reported that she usually purchased her replacement heads in four packs, and always purchased precision clean heads. The consumer stated that she had thrown out her broken old head and changed hers with a brand new pack. The consumer got a coin and scratched the logo; it didn't scratch off. The consumer had never dropped her toothbrush. No further information was provided. On 22-may-2017 received consumer's follow-up e-mail: the consumer reported that she would send the broken heads. No further information was provided.